Event description:
It was reported the patient is not feeling stimulation from his scs system. A sjm representative met with patient and the patient stated, he had gone on vacation for two weeks and did not take his charger. The patient stated when he returned he was unable to communicate with neither the patient programmer or charger. The representative also tried to communicate with the patient's ipg to no avail. Follow-up identified the patient had his scs system replaced by a competitor's system.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.